Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reporting source- (B)(6). UDI: (B)(4). Cem rev/calcar st sz 13x170mm, pn: 00787101360, ln: 64244368; 20/24mm plug w/disp inserter, pn: 00801102001, ln: 614023368; distal centralizer 10mm, pn: 00785901000, ln: 64163460. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery a pulmonary embolism developed in the patient. The patient experienced cardiopulmonary arrest and passed away.